Event description:
Reporter indicated that vns pt underwent revision surgery to reposition the generator due to device migration. The device was moved from the underarm/breast area to the clavicle. It was reported that the pt was experiencing left arm and breast pain and subsequently had limited range of motion with their left arm. The pt was reportedly unable to tape the magnet over the device to temporarily stop stimulation because the device moved around with arm movement. Further follow-up revealed that the pt was diagnosed with possible nerve damage as a result of the revision surgery. The pt has reportedly been referred to a specialist as pt is stlll experiencing arm pain and limited motion in their left arm.